Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5034015) in united states on 07-apr-2014 who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced severe abdominal pain which is located in the left quadrant and will quite often radiate to my back, very irregular menstrual cycles that did not begin until after having the procedure and recently began breaking out into hives with no reason. Follow-up received on 14-aug-2015: this follow-up has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4)). Consumer reported that she had essure placed in (B)(6) of 2006. She started to experience back pain back in 2007 but did not realize that it was due to essure. She has experienced bloating, abdominal pain, back pain, horrible agonizing irregular periods, fatigue, weight gain, and breaking out in hives. She took numerous pregnancy test which all came back negative, had allergy tests for nickel which all came back negative. In addition, consumer informed that she had the hysterosalpingogram examination done 3 times, because the first 2 times did not show that the coils were blocked. She had to be put on courses of antibiotics numerous times due to repeated infections and possible miscarriages. Consumer also reported that she had to have the coils removed via a hysterectomy and states that she had to have her uterus, cervix, and was supposed to be both of her fallopian tubes due to a prolapsed uterus and rectum. According to her, when the pathology report was done, it showed that she had adenomyosis (a condition which leaves blood retained from a previous menstrual cycle and causes extreme cramping, abdominal pain and huge blood clots). Her doctor did not do as he said he would do and she had to have a second surgery due to her symptoms coming back. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had severe abdominal pain which was located in the left quadrant and possible miscarriages after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy to remove the coils and due to prolapsed uterus and rectum. These events were considered serious due to medical importance. Only abdominal pain is listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg). In this particular case, consumer stated she had hsg 3 times and in 2 of them the tubes did not appear blocked. She reported possible miscarriages, however limited information was provided. Considering miscarriage is the most common complication of early pregnancy, occurring in up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation (due to maternal conditions and fetal chromosomal abnormalities); causality with essure is considered unlikely. Additionally, consumer stated she had abdominal pain with essure. She underwent a hysterectomy and pathology report showed adenomyosis; which could be an alternative explanation for this symptom. Nevertheless, as abdominal pain may occur with essure, a contributory role of the device cannot be excluded. The other events (prolapsed rectum and uterus) were considered as unrelated to essure due to their nature. This case was regarded as an incident, since device removal was required. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Ptc (product technical complaint) was received on 10-sep-2015. Ptc global number: (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had severe abdominal pain which was located in the left quadrant and possible miscarriages after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy to remove the coils and due to prolapsed uterus and rectum. These events were considered serious due to medical importance. Only abdominal pain is listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg). In this particular case, consumer stated she had hsg 3 times and in 2 of them the tubes did not appear blocked. She reported possible miscarriages, however limited information was provided. Considering miscarriage is the most common complication of early pregnancy, occurring in up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation (due to maternal conditions and fetal chromosomal abnormalities); causality with essure is considered unlikely. Additionally, consumer stated she had abdominal pain with essure. She underwent a hysterectomy and pathology report showed adenomyosis; which could be an alternative explanation for this symptom. Nevertheless, as abdominal pain may occur with essure, a contributory role of the device cannot be excluded. The other events (prolapsed rectum and uterus) were considered as unrelated to essure due to their nature. This case was regarded as an incident, since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.